Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been getting ise noise alarm errors on their cobas 6000 c (501) module - c501. The customer repeated testing for an unspecified number of patient samples. Data was provided for a total of 17 patient samples that had questionable results for ise indirect na for gen.2 (sodium). Of these 17 samples, 12 had erroneous initial results that were reported outside of the laboratory. Refer to the attachment for all patient data. All samples were repeated on a different c501 analyzer and the repeat results were believed to be correct. No adverse events were alleged to have occurred with the involved patients. The sodium electrode lot number and expiration date were asked for, but not provided. The customer checked the electrode compartment and did not see any liquid. The customer stated that someone in the laboratory declined service as they were able to resolve the issue on their own. No details were provided on what actions were taken by the customer. The customer stated on 03/24/2017 that they were still getting ise noise errors on patient results, but sodium values for these samples match when repeated. Troubleshooting is ongoing.

Manufacturer narrative:
The field service engineer determined that there was salt buildup on the ise reference electrode, causing noise. He cleaned the electrode and faraday cage. He ran an ise check. The customer ran controls and all results recovered within normal ranges. Investigations have determined that the customer was not preparing samples according to tube manufacturer recommendations, therefore a sample handling issue was determined to be the root cause.